Event description:
It was reported that: "the tuohy needle used to perform epidural anaesthesia twists during insertion. This has happened several times this summer, with four different anaesthetists. The common factor is that the female patient is difficult to prick. Before, with the same type of patient, the needle did not twist." Associated complaint 3006425876-2025-00848.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the tuohy needle used to perform epidural anaesthesia twists during insertion. This has happened several times this summer, with four different anaesthetists. The common factor is that the female patient is difficult to prick. Before, with the same type of patient, the needle did not twist." Associated complaint 3006425876-2025-00847 and 3006425876-2025-00848.